Manufacturer narrative:
The product history review is expected but has not been completed. This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f mynxgrip vascular closure device (vcd) came out and did not deploy correctly before closure. The plug deployed but stayed connected to the advancer tube/shuttle. The procedure was completed by holding manual pressure and hemostasis achieved. There was no reported patient injury. The user was mynx certified. A 5f non cordis sheath was used. The common femoral artery (cfa) was verified under angiography and insertion angle of 30-45 degrees was performed. The vessel diameter was 6mm. There was no tortuosity of the puncture site and no peripheral vascular disease (pvd) visualized at the access site. The shuttle did advance down completely. The device will not be returned for evaluation because it was discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f mynxgrip vascular closure device (vcd) came out and did not deploy correctly before closure. The plug deployed but stayed connected to the advancer tube/shuttle. The procedure was completed by holding manual pressure and hemostasis was achieved. There was no reported patient injury. The user was mynx certified. A 5f non-cordis sheath was used. The common femoral artery (cfa) was verified under angiography and insertion angle of 30-45 degrees was performed. The vessel diameter was 6mm. There was no tortuosity of the puncture site and no peripheral vascular disease (pvd) visualized at the access site. The shuttle did advance down completely. The device was not returned for evaluation because it was discarded. However, one picture related to the reported failure was provided. Per the picture analysis, a section of the mynxgrip could be observed. The sealant was on the catheter, not exposed to blood and covering the balloon¿s proximal tip. No other anomalies of the product could be noted with the picture received. The reported event of ¿sealant-sealant stuck to device components¿ was confirmed through analysis of the picture received due to the sealant found on the catheter. However, the exact cause of the issue experienced by the customer could not be conclusively determined during picture evaluation. Based on the limited information available for review and picture analysis, it is difficult to determine what factors may have contributed to the sealant becoming stuck to the shuttle/advancer tube after sealant deployment, especially since the picture received showed the sealant covering the balloon¿s proximal tip and not exposed to blood. However, it is possible that the issue experienced by the customer could have been due to the sealant swelling up prematurely, which can cause issues during deployment. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device/advancer tube. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the picture analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.